Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation the right ventricular lead exhibited high impedance. The lead was reprogrammed.